Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the stylet and sheath were removed without difficulty. As the 2.75 x 28 mm xience xpedition stent delivery system was being readied to advance onto the guide wire, it was noted that the stent had moved completely off the delivery system balloon onto the delivery catheter. The device was not used and there was no patient involvement. There was no clinically significant delay. A second 2.75 x 28 mm xience xpedition stent delivery system was then used without difficulty. No additional information was provided.